Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown (B)(4). A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a bd insyte autoguard shielded IV catheter was inserted into a patient and the patient had an allergic reaction to it. The patient has a past medical history of an allergy to propylene glycol. The patient received an anti-allergy medication prescribed by a physician to treat the allergic reaction. It was also reported that the patient's symptoms have disappeared and that she is doing well. Of note, this complaint was initially reviewed as a non-reportable incident on (B)(6) 2015 as there was no indication that any medical intervention was provided to the patient. On 1/12/2016 the patient provided additional medical information stating that she was prescribed anti-allergy medication by a physician.